Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. Double cuff was used in the process, but only a quick connect is indicated in the pif. Additional information was received. No double cuff was used, the doctor decided to go with a different size. Previous device was explanted due to erosion of the urethra.